Event description:
It was reported that the patient was admitted for a gastrointestinal (gi) bleed on (B)(6) 2021. They underwent a push enteroscopy and colonoscopy and five clips were placed for arteriovenous malformations (avms). Five units of packed red blood cells (prbcs) were also given along with IV proton-pump inhibitors and IV octreotide acetate. They were transitioned to oral proton-pump inhibitors and pantoprazole 40 mg and intramuscular sandostatin (octreotide acetate). Their international normalized ratio (inr) was between 1.4 and 1.6. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.